Manufacturer narrative:
A supplemental MDR is being submitted for correction of codes and the device evaluation provided. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. No photos or imaging were provided. During manufacturing, the device is visually inspected during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing-related issues that would have contributed to the reported event. A lot of history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU, device preparation manual, and device training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. The complaint for thv moves on balloon was unable to be confirmed due to unavailability of the returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A product risk assessment captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Per the report, the patient had a mildly tortuous anatomy. Performing valve alignment in a tortuous anatomy/non-straight section of the aorta can cause the thv to become unseated/non-coaxial from the flex tip during alignment, which can create built-up tension in the system. As reported, 'after pulling back the pusher the valve came back a cm.' It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment. As reported, 'ds was pushed for valve reposition.' It is possible the device was manipulated during valve repositioning, leading to the aortic dissection. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in non-straight section) contributed to the reported events. However, a conclusive root cause is unable to be determined. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, a product risk assessment investigates and documents the valve movement on balloon issue and its associated risks and a CAPA documents the investigation and drive corrective/preventive actions as appropriate. No additional escalation is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the aortic dissection cannot be confirmed, it is possible that patient factors and/or procedural factors (manipulation of the system during valve alignment) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there was no difficulty while tracking the valve over the aortic arch, however, after the pusher was pulled back, the valve moved back 1 cm. An ascending aortic dissection was noted due to manipulation during valve alignment. An attempt to treat the dissection surgically but was unsuccessful. The patient expired.